Manufacturer narrative:
The ventilator was a demo unit owned by maquet. After a software upgrade, the ventilator failed to calibrate the o2 sensor during pre-use check. The software was reinstalled, which resolved the issue. No ventilator logs were saved and no parts were replaced. The o2 sensor is a device used only for measuring of inspired o2 concentration and will not affect ventilation or o2 delivery. During the o2 sensor test sequence at pre-use check, the o2 sensor is calibrated and checked at 21% o2 and at 100% o2. The root cause why the o2 sensor test failed could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).